Event description:
It was reported that this right ventricular lead exhibited pace impedance measurements of greater than 3000 ohms, resulting in a lead safety switch. This was noted to be an abrupt jump in pace impedances. The patient was brought into the clinic in which the high out of range pace impedances could not be reproduced. Technical services discussed options with the field representative who would discuss with the clinic. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).